Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 pockets failed. A field service engineer (fse)found that all pockets except a1 had failed, with over 240 duplicate failures reported in the drawer. The fse removed the drawer from the station, replaced the flat flex cable, powered down the station, reinstalled the drawer, powered it back on and assisted the customer to recover failed pocket to resolve the issue. The customer verified that drawer 4 was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 had duplicate pockets. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.